Event description:
The user facility returned the device to olympus for repair due to an endoscopic image defect that occurred when the bending section was angulated. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the screen went black and the endoscopic image was not displayed, and the image was not restored.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the angulation was insufficient due to the stretch of the angle wire. -the adhesive at the distal end was damaged. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.